Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #3). Additional emdrs were submitted to represent the bard/davol composix mesh e/x (device #1) and bard/davol mesh ¿ ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix e/x, ventralex hernia patch and ventralex st patch on (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2016 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.